Event description:
Dilator on the cook celect ivc filter cracked when disconnect it from power injector. No harm done to patient and filter was documented as a waste and placed in biohazard bag for risk management. FDA safety report ID # (B)(4).